Event description:
The sales representative reported on behalf of the customer, that when he was performing a primary total hip replacement and had begun reaming the acetabulum, the handle of the reamer allegedly snapped. The representative reported that this customer is experienced in the use of this device and that the surgeon was not applying an undue force when the reported event occurred. The customer further reported that another handle was located and the case continued with no adverse effect to the patient.

Manufacturer narrative:
An event regarding instrument fracture involving an acetabular reamer handle was reported. The event was confirmed. Device evaluation and results: evaluation performed by the supplier confirmed the event. Visual inspection: the returned acetabular reamer handle showed signs of wear and had scratches and nicks throughout. Further visual inspection was performed by the vendor. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: no discrepancies were reported. Complaint history review: there have been no other similar events for the referenced lot. Conclusions: the returned device was shipped to the supplier, (B)(4), for evaluation. The supplier confirmed the event. No further investigation is required.

Event description:
The sales representative reported on behalf of the customer, that when he was performing a primary total hip replacement and had begun reaming the acetabulum, the handle of the reamer allegedly snapped. The representative reported that this customer is experienced in the use of this device and that the surgeon was not applying an undue force when the reported event occurred. The customer further reported that another handle was located and the case continued with no adverse effect to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.